Event description:
An event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that leakage occurred from the air vent hole of the rectangular filter. During the leqembi infusion, a small amount of leakage was observed when fluid dripped onto the patient¿s pants and during the kisunla infusion, a more significant leakage was noted, estimating approximately 5 ml of fluid loss, it was delivered at the rate of 277 ml/hr. The drug was infused via peripheral and the concentration was860 mg in 250 ml (3.44 mg/ml). The leakage began almost immediately after the infusion was initiated. There was patient involvement, and no harm reported.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. (B)(6).